Event description:
It was reported that as the surgeon was broaching, the impaction plate broke off. The nurses had to locate and open new sterile broach handle. There was no known impact or consequences to the patient. It was reported that no further information is available.

Manufacturer narrative:
(B)(4). G2: foreign: canada the customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further information at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. An offset flex clamp broach hndl was returned and evaluated against the complaint. Scuffing is present on the shaft near the etch. The mating feature has been deformed with scuffing around it. Dings were found on all sides of the handle and strike plate. The strike plate has fractured away from the remainder of the handle. A review of the device history records identified no related deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information at the time of this report.